Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2011. According to the complainant, after the device was removed from the packaging, it was impossible to extend the snare loop out of the sheath. The device had been completely uncoiled. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4) for the investigation result: flare detached. Visual evaluation of the returned device found the flare detached, and the key tube was found outside the dongle assembly. The condition of the device rendered functional testing impossible. The complaint was confirmed; the detached flare prevented device extension. However, review and analysis of all available information failed to indicate a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.